Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the physician made 3-5 passes using the cat7; however, during the next pass while advancing the cat7 through the sheath, the physician experienced resistance and the cat7 kinked at the distal end close to the tip. Therefore, the cat7 was removed. The procedure was completed using another cat7. There was no report of an adverse effect to the patient.